Event description:
It was reported that as the surgeon inserted the cc4204a collamer plate lens and a haptic got stuck in inserter upon insertion. The lens was removed without any pt injury and another staar lens was implanted. Add'l info was requested but not yet received. If any add'l info is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B) (4): eval results: (other) a work order search was performed, and there were no similar complaints found. (B) (4).